Event description:
Boston scientific received information that this implantable right ventricular pacing lead had dislodged. An invasive procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. Should additional information become available, this report will be updated.